Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the device had a broken drawer. It was noted, however that the lower case was broken, the battery drawer would stick, the output connector assembly was contaminated, and two case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported the drawer was broken. The external pulse generator was returned for repair. There was no patient involvement.